Event description:
Info received indicated that the siderail would not latch.

Manufacturer narrative:
The hill-rom tech found that the latch was bent. He straightened out the latch to resolve the issue.